Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Date of procedure has not been given by hospital apart from 'last week'. They are looking to get back to me with the exact date. The hospital are retaining the device for the time being, however may pass the device onto us in the future.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor found difficulty with the clips being applied. Under inspection he believes that the device was not closing the clips with enough pressure to create a seal on the cystic duct. The product was changed for another device which suffered the same problem, so they used an alternate product which would not be the surgeon's product of choice. There were no adverse consequences for the patient reported.